Event description:
The customer called to getting assistance programming the insulin pump. The customer then stated that she was hospitalized a few weeks ago for low blood glucose after being found unconscious by her mother and daughter. The customer could not remember any details regarding the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.